Event description:
Some of the strips when inserted in the one touch ultra 2 meter - (B) (4) - give an error message as follows: "error 2, meter or strip problem. Retest with a new strip." Five out of 25 strips showed this error message. In another bottle of 25 strips, -same lot# and expiry dates- 3 out of 25 returned the same error message. These events occurred during the past two weeks. A bottle of 25 strips is used up in one week. One of the strips from the same container where 5 out of 25 gave error message, seemed to function normally as follows: when the strip was inserted into the glucose meter, the meter checked the calibration code on the strip and after verification, showed the apply blood and a symbol showing a drop being placed on the strip. With this prompt, a fresh drop of blood was placed on the strip to fill the required cavity. In normal course of action the meter shows a number. In stead, in this case the screen went dark with no results shown. I had to insert another strip and this one worked normally. I called the MFR and talked to a lady in customer service. She took all the above info. She also asked me to check new strips in the meter from a new container I opened this morning, which happens to be from the same lot. I checked five strips. They all seemed to produce normal initial response and none of the five I tested gave error 2 described above. She asked me to make a measurement using a strip. This time everything worked in normal way as it always should. The lady then tried to tell me that everything is working normally. I took objection to that. I rechecked the five strips. There out of five still give the error 2 message as seen before. One behave as it should normally and one strip when inserted produces no response from the meter. Based on this observation, I told the lady that these are the following possibilities: something is wrong with the strips. Something is wrong with the meter. Some thing is wrong with both. I do have the strips. MFR wants them back. Does FDA want to evaluate them first? Please advise if I should send them to you or return to MFR? Dose or amount: one strip/measurement. Frequency: 4/day. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: type ii diabetes.